Manufacturer narrative:
It was reported by the device was in use when the issue occurred. No patient or user harm reported. A philips service engineer (se) evaluated the device and reported that the device was observed to have a battery that was below minimum levels. The se noted that the device did not start on battery. It was then reported that the se let the device charge during the preventive period, but the device needed more time to fully charge. The se then returned to check on the device on a second visit, and it was reported that the user had used the device and charging process had not been completed. The device was then removed from service in order to complete the charging process; it was then verified that the device was able to charge the battery above 14 volts, and that after 20 minutes the battery was at adequate levels. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a battery that discharges very quickly. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.